Event description:
It was reported that while away from home, the ilet user¿s blood glucose rose to a reported high of 360 mg/dl when the contact detach steel infusion set connector was not fully tightened, and insulin delivery was resumed after a full supply change with guidance; the involved device was the ilet and the implicated component was the cannula/infusion set connection. Symptoms included hyperglycemia with feelings of panic. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided during troubleshooting and education. Investigation of this case revealed no device malfunction, with a usage issue identified related to an improper or incomplete connection procedure at the infusion set connector. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.